Event description:
It was reported on (B)(6) 2021 at 0300 the civcu floor, two syringe pumps shut off without warning mid infusion. Furosemide 0.1mg/kg/kr, nitroprusside 0.3mcg/kg/min was ordered. Lasix running on one of the syringe pump and nipride being set up on another syringe pump. Both syringe pumps stopped working and channel disconnected appeared on pcu. Rn was able to restart the medication finding a new pump setup. Syringe pump (B)(6). The pcu never sent to htm so that serial is unknown. Evaluation by htm could not replicate the issue. Htm returned device to service before learning there was an event. There was no harm to patient.

Manufacturer narrative:
Inspection: it was reported on (B)(6) 2021 at 0300 the civcu floor, two syringe pumps shut off without warning mid infusion. Furosemide 0.1mg/kg/kr, nitroprusside 0.3mcg/kg/min was ordered. Lasix running on one of the syringe pump and nipride being set up on another syringe pump. Both syringe pumps stopped working and channel disconnected appeared on pcu. Rn was able to restart the medication finding a new pump setup. Syringe pump (B)(6). The pcu never sent to htm so that serial is unknown. Evaluation by htm could not replicate the issue. Htm returned device to service before learning there was an event. There was no harm to patient. An external and internal inspection of the syringe module observed both iui connector contact pins with unidentified contaminants. The male and female iui connector contact pins were noted to have unknown fibers and there was slight damage to isolation ribs. The male iui date code was noted to be (B)(6) 2020, the female iui date code was noted to be (B)(6) 2020. There was no evidence of internal contamination or other anomalies identified associated to the alleged complaint. There were no other obvious issues or anomalies identified with the device associated to the reported complaint. Log analysis result: the pcu was not received, the pcu event nor error logs were provided. Syringe module event logs were retrieved from the system to ascertain programming and event details associated to the reported incident. The profile in use was not identified. Based on the logs, multiple infusions of unknown drugids were programmed and started on both syringe modules on (B)(6) 2020. The last infusion for serial number (B)(6) was programmed and started on (B)(6) 2020 at 10:51:31 pm with a rate of 0.102ml/hr and a vtbi of 58.063ml. The last infusion for serial number (B)(6) was programmed and started on (B)(6) 2020 at 11:16:22 pm with a rate of 0.102ml/hr and a vtbi of 17.2679ml. No data available in the logs for the date and time of the event. Next power on for either device was on (B)(6) 2021. There is no evidence of communication issues in the log. Test results: the device configuration is believed to have been (2 devices on each side) and the disconnect is believed to have occurred from the pcu and syringe module serial number (B)(6) (channel c). Results from the iui test method (dir (B)(4)) determined the syringe module was working as intended. An examination of the male iui connector, with the use of enhanced magnification identified the presence of contamination and slight damage to isolation ribs. A test infusion, consisting of a bd 60ml syringe, loaded into the source syringe module, and was programed with the infusion parameters over a 24hr period. The test infusion completed successfully without exhibiting any errors or anomalies. Test method information: testing was performed per the 1503-001-016-r (00) iui test method, dir# (B)(4). (See the attached test results file in trackwise (1503-001-002-r (00) iui test method test method.pdf). Device history review: a review of the device history record showed the device had a manufacture date of 25apr2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer report of the syringe module alarming channel disconnect was not definitely determined. The customer¿s reported complaint of the syringe module alarming channel disconnect was not reproduced. Functional testing shows the device is working properly. The pcu was not received, the pcu event nor error logs were provided. Syringe module logs were retrieved from the system to ascertain programming and event details associated to the reported incident. The profile in use was not identified. There is no evidence of communication issues in the log. Based on the logs, multiple infusions of unknown drugids were programmed and started on both syringe modules on (B)(6) 2020. The last infusion for serial number (B)(6) was programmed and started on (B)(6) 2020 at 10:51:31 pm with a rate of 0.102ml/hr and a vtbi of 58.063ml. The last infusion for serial number (B)(6) was programmed and started on (B)(6) 2020 at 11:16:22 pm with a rate of 0.102ml/hr and a vtbi of 17.2679ml. No data available in the logs for the date of the event. Next power on for either device was on (B)(6) 2021. The device configuration is believed to have been (2 devices on each side) and the disconnect is believed to have occurred from the pcu and syringe module serial number (B)(6) (channel c). Results from the iui test method and functional testing confirmed the iui connectors were working as intended on the returned syringe modules. It should be noted that the pcu iui¿s could not be inspected since the device was not returned. It is likely that the male iui on the pcu was the cause of the reported events found by the customer. The syringe module was being used for treatment.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported on (B)(6) 2021 at 0300 the civcu floor, two syringe pumps shut off without warning mid infusion. Furosemide 0.1mg/kg/kr, nitroprusside 0.3mcg/kg/min was ordered. Lasix running on one of the syringe pump and nipride being set up on another syringe pump. Both syringe pumps stopped working and channel disconnected appeared on pcu. Rn was able to restart the medication finding a new pump setup. Syringe pump sn (B)(4) and (B)(4). The pcu never sent to htm so that serial is unknown. Evaluation by htm could not replicate the issue. Htm returned device to service before learning there was an event. There was no harm to patient.